Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit received with moisture damage / corrosion at connector pins. Unable to perform functional test or verify led anomaly due to contamination at the connector pins.

Event description:
Medtronic received information that cannot find sensor signal, led anomaly, no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.